Manufacturer narrative:
Service was not dispatched for this event. The customer declined the return of the patient sample for possible beckman coulter inc. Investigation. Beckman coulter inc. Assessment of instrument assay performance data indicated that no error messages coincided with the suppressed digoxin results. A passing calibration was generated prior to the event used reagent lot 115363 with calibrator lot 112753. A successful system check was executed prior to the event. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that initial and repeat suppressed digoxin results with indeterminate (ind) instrument flags were generated on a unicel dxl 600 access immunoassay system for a single patient's samples. An ind flag occurs when the relative light unit (rlu) value obtained for a sample is below the s0 rlu value obtained on the calibration curve. Multiple undiluted and diluted (at various dilution factors) samples tested on the same instrument generated suppressed digoxin results. Ultimately a diluted sample (with a 1:12 dilution factor) generated a valid numerical result. The suppressed digoxin results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not supply sample preparation or handling information. The customer denied the possibility of sharepacking. There were no issues with other patient samples.